Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted and intraoperatively removed a 13.2mm vticmo_13.2; -10.00/1.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. Intraoperatively the lens was removed. A replacement lens of shorter length was implanted and this resolved the problem. The cause of the event was reported as unknown. B6 - information in initial medwatch report should be removed as it was entered in error. N/a. Claim#: (B)(4).